Event description:
It was reported that there was oversensing with pocket manipulation. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the proximal conductor and helix mechanism, and the outer insulation had a white substance. The distal segment was returned and analyzed.